Manufacturer narrative:
Exact date unknown, event occurred in 2014. Explanted date: 2014. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17139419/17169721.

Event description:
It was reported that patient underwent an explant procedure due to infection from the device. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.